Manufacturer narrative:
There was no patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes sales consultant. Part: 319.006; synthes lot: 6216871; supplier lot: na; release to warehouse date: september 04, 2009; manufactured by synthes (B)(4). No nonconformance reports (ncr's) were generated during production. The raw material certificates were checked and the used raw material has fulfilled the specifications. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality investigation: investigation flow: broken. Visual inspection: visual inspection performed at customer quality (cq) on the returned device images confirmed the condition of broken needle, which agrees with the reported complaint condition. The tip was observed broken at its connection to its body of the depth gauge. No new issues were observed. Document/specification review: design drawing from the time of manufacture to current was reviewed during this investigation and no issues were identified. Depth gauge top level drawing. Needle drawing. Dimensional inspection on relevant portions was not able to be performed as the device was not returned. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Furthermore, the material review performed shown that used raw material has fulfilled the specifications. Conclusion: no root cause could be determined with the available information. However, it is possible that any unintended forces encountered by the device during usage with consistent usage for approximately 10 years could have contributed to complaint condition. This complaint is confirmed however no unidentified product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection of a field sales set modular mini fragment locking compression plate on an unknown date, a depth gauge was broken. This happened sometime during washing the set because the depth gauge was in working order during use of the set during the prior procedure. There was no patient involvement. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 2 of 2 for (B)(4).